Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The events were occurred on 10-jun-2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was between 200-259 mg/dl at the time of the event. Patient replaced infusion set and resumed insulin successfully. No further information was available.